Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s): customer stated,"I tested my daughter and it showed that she was negative for flu and covid. I ended up at urgent care four days later and her test showed positive for the flu before they even put it down on the counter. I went home and tested her again with the second test and it still came back negative. Don't waste your money."